Event description:
A genesys hydrothermablator (hta) procerva procedure set was used during a hydrothermablation procedure performed on (B)(6) 2012. According to the complainant, four minutes into the ablation phase a "small amount" of fluid was observed leaking from the cervix, noted as a "slow drip". The procedure was aborted. It was confirmed that no burn was visible on the procedure date. During a follow up examination however, the physician observed a 2 cm burn on the posterior cervical lip area only. The physician described the burn as "superficial" in nature and first degree in severity. A prescription for metrogel was given to the patient. There were no further complications reported with this event. The patient condition is reported to be "ok." An additional attempt has been made to obtain patient follow up details with no response from the clinician to date.

Event description:
A genesys hydrothermablator (hta) procerva procedure set was used during a hydrothermablation procedure performed on (B)(6) 2012. According to the complainant, four minutes into the ablation phase a "small amount" of fluid was observed leaking from the cervix, noted as a "slow drip". The procedure was aborted. It was confirmed that no burn was visible on the procedure date. During a follow up examination however, the physician observed a 2 cm burn on the posterior cervical lip area only. The physician described the burn as "superficial" in nature and first degree in severity. A prescription for metrogel was given to the patient. There were no further complications reported with this event. The patient condition is reported to be "ok." An additional attempt has been made to obtain patient follow up details with no response from the clinician to date.

Manufacturer narrative:
As of a follow up medical examination on (B)(6) 2012, it was discovered that the subject had a non-odorous inflammatory vaginal discharge and a 2 cm ulceration on the posterior lip of the cervix, consistent with a superficial burn injury. The physician classified the affected area as a first degree burn. It was also noted that there was no post-operative infection but the subject was prescribed a prophylactic antibiotic gel, (metrogel).

Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.